Manufacturer narrative:
Evaluation codes, results/conclusion: (disease progression and angulated aortic neck), (migration, endoleak).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. 93 months ago. The pt had large iliac arteries and the aortic neck had 90 degree angulation. It was reported that the stent graft was found to have migrated distally and there was a proximal type 1 endoleak present with aneurysm enlargement to 80 mm in diameter. The aortic neck measured 24 mm in diameter below the level of the renal arteries. At 15 mm distally, it measured 32 mm and it was a short neck. There was 30 mm of iliac fixation bilaterally. The stent graft migration was attributed to disease progression and angulation of the aortic neck. The physician elected to address the migration by implanting talent aortic cuffs proximally. As the first cuff was deployed it fell into the aneurysm sac (see MFR # 2953200-2009-00883). The decision was made to implant a second cuff; however, it was deployed too high and the proximal type 1 endoleak was still present (see MFR # 2953200-2009-00884). The decision was made to convert the pt to open surgical repair where the 2 talent aortic cuffs and the top of the original aneurx bifurcated stent graft up to the aortic bifurcation were excised. The iliac limbs were left in place as they were well incorporated in the tissue. The explanted stent grafts were discarded after the procedure. No add'l clinical sequelae were reported and the pt is fine.